Event description:
Complainant alleged that while attempting to aquire the heart-rhythm of a patient (age & gender unknown) the device displayed a "check electrodes" message and would not display an ECG signal. The device was attached to the patient via non-zoll multi-function electrodes utilizing an additional interconnecting adaptor. Complainant indicated that there was no patient involvement in the reported malfunction.